Manufacturer narrative:
(B)(4) band falling off the varix. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the first band was deployed on the varix but the band appeared to split. A second band was placed on the same varix, then the first band broke in two pieces and fell off the varix. Three additional bands were placed from this device without difficulty to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.